Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "cable fault" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4), the malfunction was observed during review of the device's history log, however the device was put through extensive testing without duplicating the malfunction. A flex cable and the multifunction cable were replaced as precaution. The device was recertified and returned to the customer analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.